Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed ancillary probe and incubate ring alignment. The cse found a small set of fittings leaking on the valve block manifold. The cse trimmed the tubings at the fittings and primed the system and observed no more leaks. The customer ran quality controls (qc), which passed. The cse revisited the customer site . The cse checked and aligned the ancillary probe. The cse checked all dispenses for probes and found that the acid pump was over-dispensing. The cse replaced the acid pump and reran the dispense test, which passed. The cse also replaced three way valve. The cse ran qc, which passed. The cse revisited the customer site and ran dark counts with and without cuvette along with the wetwater, wetwash1 and dry tests. Upon follow up visit, the cse decontaminated the acid and base lines. During the decontamination, the cse noted that both acid and base bulk fluid connectors were brittle, which were replaced. The cse performed a system prime and inspected the wash manifold and noticed a leak from the gang connectors for the wash port tubing. The cse replaced all fittings for both gang connectors to resolve the leak. The cse later ran the daily cleaning procedure. The cse assisted the siemens technical application specialist to run calibration for another method. The cse made another visit to the customer site and replaced the acid and bulk fluid connectors. The cse primed the fluids and verified proper dispense. The cse ran qc , which passed. The cause of the discordant, (B)(6) results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant (B)(6) results were obtained on five patient samples on an advia centaur xp instrument. (B)(6) results were erroneously reported for sample 1 and 2 to the physician(s). The customer tested the samples three times on the same instrument, obtaining (B)(6). The customer obtained (B)(6) results on sample 3, 4, and 5 and reported them as (B)(6) to the physician(s). As per the (B)(6) assay instruction for use manual, after repeat testing, if two of the three results are nonreactive (negative), the sample is considered negative for (B)(6) and after repeat testing, if at least two of the three results are positive, the sample is considered repeat positive for the presence of (B)(6). The customer did not report actual index values to the physician(s). All samples were repeated on the same instrument, resulting (B)(6). It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant (B)(6) results.